Event description:
It was reported that the battery level of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased approximately six percent in a time period of three months. Technical services (ts) analyzed device data disk and suspected this device of exhibiting premature battery depletion (pbd). This device was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this device has not been received for analysis.